Manufacturer narrative:
The unit had all operating currents within specifications and passed functional testings including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The unit did not have any excessive or unexpected no delivery alarms. The unit had a cracked case at the display window corners, cracked battery tube threads, and a minor scratched display window. (B)(4).

Event description:
The customer called in to report a no delivery alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 412 mg/dl at the time of incident, but was 163 mg/dl near the time of call. The customer treated with a manual injection. The customer performed troubleshooting by disconnecting and reconnecting the tubing and reservoir; they verified that insulin exited the tubing and the device alarmed no delivery. The caller was informed that the device was working as designed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.